Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve, implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of 2 years, 7 months due to stenosis and regurgitation. The procedure was performed with a 29tfx transcatheter valve.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve, implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of 2 years, 7 months due to thickened and restricted leaflets with moderate-to-severe pulmonary stenosis. The patient presented with exercise intolerance. The procedure was performed with a 29tfx transcatheter valve. Per medical records, intracardiac echo demonstrated bioprosthetic valve leaflet somewhat thickened with one relatively immobile leaflet. No vegetations. Patient returned to pacu post-procedure. Patient discharged on pod#1. This is a 19-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6 (type of investigation) corrected sections: b5, h6 (component code, clinical code, device code, investigation findings and investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including patient age at implant. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed